Event description:
It was reported that a user replaced a cgm sensor and was unsure if it was paired or still warming up, then observed a blood glucose reading of 358 mg/dl trending downward while using the ilet with no alerts. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-monitoring, and no hospitalization. Investigation included customer interview and troubleshooting with education on continued monitoring. Investigation of this case revealed no device alarms and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.